Event description:
Endometrial novasure device cavity assessment failure x 4. A cavity integrity check was attempted but failure message obtained x 4, after attempting to reset the device several times, so procedure attempt was aborted.